Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
Fse (field service engineer) was dispatched on 11-nov-2017.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-nov-2017 a field service engineer (fse) found the reagent valve (line valve) stuck, causing 711 line valve error message. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-oct-2016 through (B)(6) 2017. There were (B)(4) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, states that 711 line valve error message is generated when an operation error occurs in switching valve (as valve). The operator is instructed to inspect the valve on line. The most probable cause of the reported event was due to the reagent valve being stuck.

Event description:
On (B)(6) 2017 a customer reported getting 711 line valve error message with the g8 instrument. The customer requested service in order to address the issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.